Event description:
Physician asked nurse to discontinue patient's current cvvhd treatment due to hemolysis. Nurse states no alarms occurred and she does not know if the effluent had any visual color indication of the presence of whole or hemolyzed blood. Patient was transfused 6 units of prbcs and started plasmapheresis in addition to continuing cvvhd. Patient had a medical history of alcoholic liver cirrhosis. Hematocrit pre-transfusion was 19.4 and post transfusion was 26.6.

Manufacturer narrative:
Cartridge and dialysate were discarded so unable to evaluate. Service technician evaluated cycler and no problem found. Review of last cycler log file recorded indicates that the cycler was performing as intended. No indication of any malfunction. Nxstage medical considers this report closed. No additional information will be provided.